Manufacturer narrative:
Additional information was added to h4 and h6. Correction to d4: catalogue # and UDI #. H4: lot manufactured between february 20, 2019 to february 21, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection was performed using the naked which revealed that the blue slide clamp was missing on the tubing line. The reported condition was verified. The cause of the condition is related to the assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate had a missing blue plastic clamp (winged luer cap). This issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.